Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the catheter did not pass through the sheath. The balloon was replaced to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior and interior of the catheter. The extender tubing, dilator and 6¿ maquet sheath were also returned. Four catheter tubing kinks was observed near the y-fitting at approximately 73.2cm, 74.2cm, 75.2cm & 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the catheter tubing at approximately 15.2cm from the y-fitting and measuring approximately 0.1cm in length. The outside diameter of the catheter tubing was measured and found to be within specifications. A laboratory insertion test was unable to be performed due to the returned condition of the iab. The leak found on the catheter tubing appears to have been caused by a sharp object. Even though the evaluation was not able to perform a laboratory insertion test due to the returned condition of the iab, a leak can impede the ability to draw a complete vacuum from the iab using the one-way valve. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the catheter did not pass through the sheath. The balloon was replaced to start therapy. There was no reported injury to the patient.